Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Original reporting time frame february 1, 2014 through april 30, 2014 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Original reporting time frame february 1, 2014 through april 30, 2014. Correction : PMA#. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
Sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: · the pelvilace biourethral support system is for single-patient use only and is to be implanted surgically. · do not use the pelvilace biourethral support system if the integrity of the packaging appears compromised. · the pelvilace biourethral support system pelvicol implant should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted. · postoperative retropubic bleeding may occur in some patients and must be controlled prior to patient release. · the pelvilace biourethral support system procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and bowel, during needle passage. · proper placement of the pelvilace biourethral support system at mid-urethra requires that the tissue lie flat with minimal or no tension under the urethra. · the pelvilace biourethral support system is intended as a single-use, disposable device. Do not resterilize any portion of the pelvilace biourethral support system. · patients should be advised that pregnancy following an pelvilace biourethral support system procedure may negatively affect the success of the previous procedure and incontinence may reoccur. · the safety and effectiveness of pelvilace biourethral support system has not been established for the treatment of stress urinary incontinence in males and children under the age of 18. (B)(4).